Event description:
It was reported that the patient with this right ventricular (rv) lead experienced atrial fibrillation with rapid ventricular response in the ventricular fibrillation zone. One inappropriate shock was provided to the patient which terminated the rhythm. Upon review, rv noise and oversensing was observed, resulting in a total of eleven shocks and inappropriate anti-tachycardia pacing episodes. Additional information was requested from the field in which no troubleshooting was performed. The rv noise had been observed at the beginning of the device interrogation when the patient moved. It was determined that the rv noise, oversensing and inappropriate therapy was due to the non-bsc rv lead. Subsequently, the device therapy was turned off due the discretion of the physician. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).